Manufacturer narrative:
The customer reran controls due to the elevated patient results, and all control results were out of range high. The customer found the bulk solution 3 was not dispensing solution correctly during troubleshooting with the abbott customer technical advocate. The customer cleaned and flushed the bulk solution 3 dispenser to resolve the dispense issue. The customer performed a control run and all control results were within the expected ranges. An abbott field service representative (fsr) verified the instrument performance, and replaced some parts proactively. The axsym system operation manual contains adequate information for resolving discrepant result issues. The manual lists multiple probable causes and corrective actions for discrepant results. The probable causes listed include bulk solution 3 dispensing improperly. The manual contains a procedure for maintaining the bulk solution pump area. The manual also contains a fluidics check procedure designed to assess the performance of the axsym dispense system, and a dispense check procedure to check the dispense volumes of bulk solutions 3. The troponin-I adv, ck-mb and b-hcg package inserts contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package inserts note out of range control results may indicate errors in technique, invalid results, and operators should refer to the manual for troubleshooting information. The package inserts note it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal performance. The inserts also note under limitations of the procedure the axsym troponin, ck-mb and b-hcg results should be used in conjunction with other information such as other assay results, clinical observations and symptoms, etc. For diagnostic purposes. A service history review found no additional discrepant result complaints have been documented on axsym serial number (B)(4), since the bulk solution 3 dispenser was cleaned and flushed. The complaint review for axsym erratic occurrences are within expected action limits. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list no. 07a83-03 related to the issue under evaluation.

Manufacturer narrative:
No consequences or impact to patient (B)(4); false positive result (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated a false positive axsym troponin result and a false elevated axsym ckmb result on an emergency room patient with chest discomfort. The specimen initially generated a positive axsym troponin of 0.68 ng/ml but repeated negative <0.02 ng/ml. The specimen also initially generated an elevated axsym ckmb result of 49.6 ng/ml that repeated normal at 2.2 ng/ml. Additional testing also showed erratic axsym bnp results (initial 895, repeat 474.9 no units of measurement provided). No impact to patient management was reported.